Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329 product ID: d-evolutfx-2329 serial/lot: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a stanford type a aortic dissection was observed, and the patients blood pressure was controlled without surgery. Following the implant of the valve, the patient developed acute cholecystitis and was treated with antibiotics, fasting, and fluid replacement; however, diarrhea persisted. Subsequently, the patient tested positive for clostridium difficile (c. Diff), and was treated with oral vancomycin. It was reported that yeast-like fungi was detected on the tip of the patient's catheter, and the patient was treated with micafungin. Additionally, the patient presented with vomiting that led to an abrupt reduction in oxygenation, which improved with suctioning; however, the patient died due to aspiration pneumonia. Per the physician, there was no causal relationship between the death and valve or implant procedure.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a stanford type a aortic dissection was observed, and the patients blood pressure was controlled without surgery. Following the implant of the valve, the patient developed acute cholecystitis and was treated with antibiotics, fasting, and fluid replacement; however, diarrhea persisted. Subsequently, the patient tested positive for clostridium difficile (c. Diff), and was treated with oral vancomycin. It was reported that yeast-like fungi was detected on the tip of the patient's catheter, and the patient was treated with micafungin. Additionally, the patient presented with vomiting that led to an abrupt reduction in oxygenation, which improved with suctioning; however, the patient died due to aspiration pneumonia. Per the physician, there was no causal relationship between the death and valve or implant procedure. Additional information was received to report the patient anatomy included two tortuous sections along the advancement path for the delivery catheter system (dcs): 1) from the femoral artery to the abdominal aorta (legs to the abdomen), where the aorta was in the shape of a question mark, and 2) from the descending aorta to the ascending aorta. Per the physician, the patient's anatomy was a contributing factor, but the dcs caused the aortic dissection. Information was initially reported, but not captured in the above event narrative: the patient died approximately two and a half months following the valve implant procedure.

Manufacturer narrative:
Additional information was received to clarify the cause of the aortic dissection was the device previously reported as a system reported device. It is unclear whether the valve contributed to the adverse event; however, it will remain reported as a potential contributing factor. Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, and full UDI # d. The system reported device: lot #: 0011957865; manufacturing date: 2023-09-18; use before date: 2025-09-17; full UDI #:(B)(4), h4. Device mfg date h6. The valve device code was updated based on the additional information. The return status of the dcs was confirmed as discarded. Corrected data; this information was available at the time of initial medwatch submission and erroneously omitted. B5. Information was added to the second paragraph e. Facility street d10. H6. Patient codes additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.